Event description:
The customer reported the system intermittently displays a white image when the x-ray button is pressed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray switch, fluoro functions board, and generator interface board. System is operating as intended. (B)(4).